Manufacturer narrative:
Manufacturer's investigation conclusion: the reported low speed alarms were confirmed through the review of the log file submitted by the account. Based on experience with the hmii lvas and similar reported events, the hazard alarms and pump stoppages that occurred while the patient was supported by the power module could be indicative of driveline damage. However, no damage was identified through the examination of the distal end of the patient¿s driveline. The submitted log file contained data from (B)(6) 2019 through (B)(6) 2019. Beginning on (B)(6) 2019 at 00:43:35, the pump begins to struggle to maintain a speed above the low speed limit with pump speed briefly dropping to 7590 rpm, triggering a low speed advisory alarm. Low speed advisory and hazard alarms continue to occur intermittently through the end of the log file. Also, multiple pump stoppage events with corresponding alarms for low speed and low flow are captured on (B)(6) 2019 and (B)(6) 2019. All low speed and pump stoppage events occurred while the system was supported by the power module. The alarms appear to resolve when the patient switches to battery power. Approximately 16" of the driveline was returned. The proximal 1.5¿ of the driveline was returned with the silicone jacket, clear bionate layer, and metal braided shield removed. Additional segments of each wire were returned separately measuring approximately 2.0¿-2.5¿ in length. The metal connector pins and bend relief were unremarkable. An electrical continuity test of the returned portion of the driveline was conducted and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this testing. The silicone jacket and clear bionate layers were in good condition and appeared unremarkable. Minor wear of the metal braided shield was observed approximately 2.0¿-2.5¿, 4¿, and 6¿ from the metal connector. Visual inspection of the underlying wires revealed a slight kink in the black wire approximately 2.25¿ from the metal connector that did not expose the inner metal conductors. Microscopic inspection of the wires revealed no areas of damage along the length of the driveline. The driveline was then submerged in a saline solution for hi-pot testing to check for current leakage through the wire insulation, and no areas of compromised wire insulation were identified. The heartmate ii lvas IFU outlines the indications of driveline damage, as well as how to respond to such events and also contains information regarding alarms on the system controller, including the driveline fault alarm, and the proper actions associated with them. It also provides information on driveline care and cleaning. The user should check the driveline daily for signs of damage (cuts, holes, tears) and call their hospital contact right away if the driveline is damaged (or might be damaged).the heartmate ii lvas patient handbook, states that all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and movement/flexing over time. It also contains information regarding alarms on the system controller, including the driveline fault alarm, and the proper actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported the patient had multiple low speed operation alarms on interrogation of the device history in clinic. The patient was asymptomatic during the alarms. The patient was admitted. Log file analysis captured speed drops and pump stops on (B)(6) 2019 which continued intermittently throughout the remainder of the log file. All of these events occurred while the device was connected to the power module which is consistent with percutaneous lead short to shield. The percutaneous lead x-rays were unremarkable. On (B)(6) 2019 the patient had a driveline evaluation/repair in which the percutaneous lead was replaced up to approximately 3 inches from the exit site. The vad coordinator requested 2 unshielded patient cables. No further information was provided.